Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing amplitude was observed on the right ventricular (rv) lead. Dislodgement was suspected following diagnostic imaging. During lead revision, it was confirmed that the rv lead was not dislodged and the low sensing amplitude was due to patient anatomy. The helix of the rv lead did not extend following repositioning attempts. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.